Manufacturer narrative:
Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. User said that they had switched out the console prior to receiving esp call because the battery life was low on her cardiosave, and it was not able to resolve it by ensuring the console was plugged into a generator supported outlet. There was no harm or injury reported.